Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken conductor wire. The wire was broken at the idler pulleys. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. Further inspection found no abnormally sharp or damaged components that could have contributed to the wire breaking. Additional observation not reported by site: the instrument was found to have a broken main tube at the distal end. The component is broken and there may be missing pieces, but the size of the missing pieces cannot be confirmed. Additional observation not reported by site: the instrument was found to have the proximal clevis dislodged. The dislodged proximal clevis is attached to the main tube. Additional observation not reported by site: the instrument was found to have a dislodged cable crimp from the bipolar yaw pulley. The cable crimp is not missing. The grip cable crimp is not properly seated within the bipolar yaw pulley. There is no missing piece from the yaw pulley. Common causes of broken instrument conductor wire - bipolar are attributed to damage through external collisions, during use, or during reprocessing. Common causes of the failure mode broken instrument main tube are attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards causing it to crack and subsequently break. Common causes of the failure mode dislodged instrument proximal clevis are attributed to the user. Dislodged from mishandling/misuse may include applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal. Common causes of the failure mode dislodged cable crimp, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.